Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat deformity congenital scoliosis. It was reported that during placement of the set screw at l1 the set screw sheared off and debris fell into the patient. The surgeon attempted to remove all of the debris but cannot be sure it has all been removed. No patient complications were reported.